Manufacturer narrative:
Additional information - d4 (lot #), f9. Investigation results: visual investigation: here we noticed some scratches and dents at the edges of the slot holes (four, a-d), top and bottom. During the visual inspection of the bottom of the plate exhibit, only one showed conspicous features like deformations and sheared off material. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(10) x probability of occurrence 7(10) according to din en iso 14971 is still acceptable. Explanation and rationale: without further knowledge about the circumstances, we assume that one of the screws was placed incorrectly angled or placed too close to the edge of the plate. It looks like the screw has sheared off the edge of the slot hole during insertion. Unfortunately, we did not receive the involved screw for investigation. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results, a CAPA is not necessary.

Event description:
Involved components: fj932t - abc self-locking cervical screw 4.0x14mm.

Event description:
It was reported that there was an issue with fj748t - abc cervical plate 4 hole ta 20mm. According to the complaint description, during acdf - anterior cervical discectomy and fusion procedure the screw stuck during surgery. During the time of inserting the screws into the plate slots at c5-6, one of the screws was inserted too deep through the plate slot and cancellous bone and became free spinning. The screw head sunk underneath the body of the plate slot deeper than it should be applied. During the removal trial, the screw would not come out. Multiple attempts were tried using multiple different instruments, including the free spinning screw removal tool, but the locking mechanism would not come undone without an act of force going against it while using the removal tool coincidingly, which was applied later. The plate was removed entirely with the screw still stuck in it, and another screw became stuck at the time of removal. A new 20 mm plate was inserted with the two remaining 14 mm screws and two new screws, while the other two screws and plate waited to be worked on until post op. The locking mechanism in both screws eventually sprung free using the free spinning screw removal tool on a driver while pushing the plate in an upwards motion against another hard surface, but by that time, the two screws and plate were already to be wasted. An additional medical intervention was necessary. This event prolonged the surgery for 30-40 minutes. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components fj932t - abc self-locking cervical screw 4.0x14mm - lot unknown.

Manufacturer narrative:
If additional details or product evaluation results become available, a supplemental report will be provided.